Event description:
Procedure type: open whipple. According to the reporter: metal shavings started as soon as the I-beam started moving proximal to distal (throughout the entire firing process. You could actually see the metal shaving start to coil as the knife blade was advancing down the cartridge. Nothing needed to be done, other than remove the metal shaving from the abdominal cavity. There was no tissue reinforcement used on this procedure. There was no tissue damage, no blood loss, and/or any delay in surgery.

Manufacturer narrative:
(B)(4).